Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: o2 supply pressure sensor range error alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer has been provided with a proposal for onsite service and a gas delivery system (gds). This investigation is ongoing.

Manufacturer narrative:
The customer provided that they had an inhouse technician who would complete the repair, and then preventative maintenance. The customer requested that the onsite service and a replacement gas delivery system (gds) order be canceled. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 10apr2026, 17apr2026, and 24apr2026 to obtain clarification of the work completed by the inhouse technician and confirmation of resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.